Event description:
It was reported that an inset infusion set did not deploy correctly during priming, and the infusion site fell off; the user requested replacement infusion sets, and the involved lot was 35912. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem with the infusion set component, and a usage problem was identified consistent incorrectly deploying an infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.